Manufacturer narrative:
Follow-up # 1 ¿ (11/01/2013) the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch verio iq meter is reading inaccurately high compared to another device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began when she first began using the subject meter on (B)(6) 2013 (at 9am). The patient reportedly obtained blood glucose readings of ¿138mg/dl¿ (on (B)(6) 2013; at 9am) and ¿141mg/dl¿ (on (B)(6) at 9am) with the subject meter. The patient manages her diabetes with glucophage three times a day and 8 units of lantus once a day. According to the csr¿s documentation, on (B)(6) 2013, at 11pm, the patient reportedly administered 9 units of lantus as self-treatment. On (B)(6) 2013, at 11am, the patient reportedly obtained a blood glucose reading of ¿150mg/dl¿ with the subject meter and ¿109mg/dl¿ with the onetouch vita meter, performed at the same time of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient reportedly did not take any action in response to the reportedly meter issue. The patient also denied developing any form of symptoms as a result of the alleged issue. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 2 ¿ (04/01/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.